Event description:
6 weeks post-operation the patient's distal fragment came loose from the hammertube implant with no fracture of either the bone or implant. The hammertube was removed and replaced with a headless screw.

Manufacturer narrative:
H6. G - this event does not involve a component of the medical device but it was mandatory I complete this field to file the report.

Manufacturer narrative:
Added UDI to d4.